Manufacturer narrative:
This follow-up report #1 is being submitted for outside us like products reporting - to submit corrected and additional information not available/included in the initial report. Type of report - indicated "follow-up #1" type of follow-up - indicated "correction" and "additional information" device evaluated - corrected to "yes" event problem and evaluation codes - added codes for: method; results; and, conclusion additional information: device evaluation and risk analysis results the device was returned to the manufacturer. The product complaint investigation was conducted, and the results are noted below: the lens was ejected out from the injector tip and entire preloaded injector was not returned back for the investigation. No abnormalities found on the lens. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined for this case. Risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Unknown film on the lens. The lens was explanted without harming the patient and a new iol was implanted. Patient outcome: after treatment no remaining impact expected.

Manufacturer narrative:
This initial emdr report is being submitted to FDA for like products reporting. The manufacturer's codes for: method; results; and, conclusion - are pending completion of the manufacturer's product/complaint investigation - which will be conducted after the return product is received. Once the investigation is completed, a follow-up report will be submitted to FDA, which will include the manufacturer's codes for: method; results; and, conclusion.

Event description:
Unknown film on the lens. The lens was explanted without harming the patient and a new iol was implanted. Patient outcome: after treatment no remaining impact expected.